Manufacturer narrative:
On (B)(4) 2014 followup: customer reported that infusion set site was changed and blood glucose level decreased. No further occlusion alarms occurred. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported, the customer received an occlusion alarm. The customer's blood glucose level was elevated.